Event description:
Per customer, historical readings with meter have been in mid 2.0's (2.3-2.9), but currently observing mid 1.0's (1.7, 1.8) multiple times despite increasing coumadin dose.

Manufacturer narrative:
Investigation pending.